Event description:
Information received indicates the brake is not working at the head end of the stretcher.

Manufacturer narrative:
The technician found the rocker arm was on the brake linkage. He replaced the head end rocker linkage to repair the stretcher.